Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was seen for an in-clinic evaluation, and medication changes were prescribed for the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that on the day of the call and the day prior, they "heard an alarm clock going off in [the patient's] chest" and stated "last week while physically active, [the patient] had an explosion in [their] chest" and their "heart rate was beating fast at that time". It was further reported via follow-up the patient's following physician that a remote transmission showed that the patient received a shock from the implantable cardioverter defibrillator (ICD) while performing strenuous physical activity, however it was unclear at the time of the transmission whether therapy was appropriate for ventricular tachycardia (vt) or inappropriate for rapid atrial fibrillation (af). The ICD remains in use. No further patient complications have been reported as a result of this event.